Manufacturer narrative:
There was no patient injury. The fragment was removed from the lpa with a snare. The DHR for the lower level and finished part numbers were reviewed and no deviations, nonconformances, or anomalies were noted. The complaint product was not returned for examination. Also, there was no inventory of the lower level part numbers or the finished complaint part number. The root cause of the complaint could not be determined. No photos were provided and the complaint also could not be confirmed. A review of the complaint database was performed and no similar complaints were found related to this lot. The complaint lot met the minimum pull test requirements.

Event description:
After accessing the ivc from the internal jugular using the enclosed multipurpose catheter in the kit, the guide wire (cook bentson 0.035) was withdrawn at which point the catheter tip separated and migrated to the left pulmonary artery. There was no pressure of any kind put on the catheter, no bending or kinking. No resistance was felt. The fragment was removed from the lpa with a snare.